Event description:
It was reported that the patient presented remotely with blood infection and no device malfunction. The pacemaker (pm), atrial lead and right ventricle (rv) lead were explanted. No patient symptom was reported.